Manufacturer narrative:
As product was not returned and the test strip lot reported has expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A customer reported receiving a reading on her adc meter that was higher in comparison to a reading from an hcp meter. The customer reported that at 3:00pm, she received a reading of 264 mg/dl on her adc meter, "which she felt was high but she felt fine until about 4-5pm" when "she began to tremble, not responding, unable to talk and no one was familiar to her." The customer subsequently experienced a loss of consciousness. Her daughter called paramedics, who tested the customer on their meter and received a reading of 40 mg/dl. The customer was treated by paramedics with intravenous glucose and transported to a health care facility. The customer "did not remember" the treatment or diagnoses she received at the health care facility "because she lost consciousness". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).